Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 x100, 135cm charger balloon catheter was advanced for dilation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was removed safely from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported.